Event description:
Pt underwent lap chole. During procedure, the surgeon had difficulty getting the metal strips that hold the plastic pouch to go out of the tube. He met resistance. When the endopouch retriever was being withdrawn from pt. One metal strip was loose and had to be retrieved from the pt. We were never able to locate a second metal strip. Multiple x-rays were taken and the metal strip was not left in the pt. Question whether there were ever two strips in the first place holding the pouch. No pt injury.